Event description:
During the procedure, it was reported that the pipeline could not be released from the capture coil and was removed from the patient. The device opened and released from the capture coil after it was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation still inside the marksman catheter. The pipeline was found already released from the capture coil; therefore, the event cause could not be determined. (B)(4).